Event description:
A customer reported that the t:slim x2 pump battery would not charge. Despite attempting various solutions, including using the tandem charging cable and wall adapter and leaving the adapter plugged into a working outlet for an extended period, the issue persisted unless the cable was held in place strategically. There was no adverse impact on the customer's blood glucose level due to the charging issue. The use of a different, non-tandem charging cable resolved the problem, but the customer was advised that such cables should only be used for troubleshooting purposes. Technical support arranged to send a replacement tandem charging cable via two-day shipping. There was no pump shutdown or inability to restart the pump, and no further assistance was needed after the issue was resolved.